Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d9 updated fields: d8, h2, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed and intermittent image was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up for use for a therapeutic retrograde intrarenal surgery procedure, the subject device had intermediate vision getting blur and intermittent flickering occur on endoscopic image. There were no reports of patient harm.